Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record and complaint database could not be performed because the lot number was not provided.

Event description:
The account alleged that a connection of the pressure monitoring kit leaked blood. There was no injury to the patient.